Event description:
It was reported that the burr was stuck with the rotawire. The target lesion was located in the left coronary vessel. A 1.25mm rotalink burr was selected for use. During the procedure, it was noted that the burr became stuck with the rotawire. The devices were pulled out slowly and the procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.